Event description:
Instrument broke during surgery. The surgeon was able to use a spare, up sterile, for the reamer driver.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. The square reamer driver feature is fractured from the body of the driver. Additional visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. A material analysis has been performed. The report concluded: "the reamer driver broke from an overload condition with the fracture occurring at the junction of the driver and the body of the device. Rapid overload and ductile fracture were observed on the fracture surface of the device. No material or manufacturing defects were observed on the fracture surface examined." Functional inspection: the damage to the device renders it non-functional. The investigation determined the root cause of the event to be overloading of the reamer driver. Non-axial load, reaming of dense or irregular bone, and use of a dull reamer are likely sources of excessive loads on the reamer driver and may have contributed to the event. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Instrument broke during surgery. The surgeon was able to use a spare, up sterile, for the reamer driver.